Event description:
Our country representative in (B) (4) reported that a physician noted that he had a vns patient with inflammatory adenopathy (nodules) along the lead pathway. The nodes were noted upon palpitation of the lead body. The patient is additionally experiencing dysphonia and pain near the area of the nodules. The patient's lead impedance is reported to be not changing. Cervical ecograph identified that the patient had these nodules bilaterally in their neck region. Their treating physician at this time reports the event could be possibly related to their vns.